Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the provisional for tibial block broke during trialing.

Manufacturer narrative:
(B)(6). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The tibial block was received for evaluation. The dimensions taken were within specification. It was found that the part had fractured. The fractured pieces were not returned as they were thrown away. There were scuff marks and general wear of the returned device. The device had been in the field for approximately 17 years and 9 months. This device is used for treatment. The complaint history review was reviewed and no actions are required, as no trends were identified. The complaint is considered confirmed as the returned device was fractured. Normal wear and tear was determined to be the root cause.